Event description:
According to the reporter: during a bariatric procedure, the load was placed. When the "trip was performed, " the load "hanged and di not shoot." The reload was removed and replaced and continued without operating. The reload was transferred and worked perfectly. No patient injury.